Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the infusion set was not sticking. Attempted to call back the customer to troubleshoot, but he was not able to test. The customer sounds confused and the paramedics were called as customer became unresponsive. Continued talking to customer and he became more unresponsive and then he did not respond at all. Once the paramedics arrived to the scene the call became disconnected. Called back the customer the next day and he stated he passed out due to his low glucose level. The customer stated that the paramedics found him on the floor and came to his rescue. The customer declined to troubleshoot and stated that he is confident the insulin pump was functioning as designed. The customer stated that his low blood glucose was a result of being exercising the day before. No further info was provided.